Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The hp has two bags connected and solution was in the heater bag only. There was no disconnection of the bag or hp and the unused clamps were closed. The technical service representative (tsr) had the hp cycle the power. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated she continued therapy using manuals. The hp stated she has resumed therapy using the cycler. No patient injury or medical intervention was reported.